Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On an unreported date the patient was treated with oral vancomycin (dose and frequency not reported) and intraperitoneal (ip) fortaz (dose and frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as the patient forgetting to place a minicap on the end of the transfer set. It was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this peritonitis event was reported as ongoing and improved. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.